Event description:
Pt was in lithotomy position with hand control and suction on left abdomen. After the procedure, a burn was noticed on the right thigh. The bovie ground pad was on left thigh. 7cm burn on pt's right thigh. Equipment checked out fine with biomed dept. Or table was grounded properly.